Event description:
It was reported, that the pump was warm to the touch. Despite being in room-temperature conditions. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported, that a malfunction alarm occurred. Customer's blood glucose (bg) was displayed as "high". However, a specific value was not provided. Customer administered a manual injection to address bg.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted, upon completion of the evaluation.